Event description:
Nail could not be securely fastened to the aiming arm. A metalworker at the clinic tried to release the connection and destroyed everything. This is 3 of 3 reports for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of device history records for manufacturing revealed no complaint related issues. The investigation with the material and manufacture documents showed that the present item fulfills all requirements and fully complies with the specifications. Furthermore, the connector screw seized up in the nail and the cams were deformed in the aiming arm. It was possible to remove the connector screw from the pfna nail with great efforts. During manufacture of the pfna nails a 100% check of the thread depth is carried out. An exact cause of error could not yet be determined because the thread was destroyed through the seizing.